Manufacturer narrative:
The log files of the affected device were provided for the investigation. The log entries confirm the reported reboot. The safety system of the device detected a corruption of data while being transmitted internally. The device reacted as specified to such a disturbance by triggering a warmstart to resolve the issue. During a warmstart which lasts approximately 8 seconds, the device generates an audible alarm and the emergency-breathing valve opens allowing for spontaneous breathing. After a successful boot sequence, the device continues the ventilation with the previous settings. The device was tested after the reported event and no failures occured during a test run over night. The device check passed successfully.

Event description:
It was reported that the ventilator was connected to a patient and was running in CPAP mode. The fio2 low alarm went off and then hi fio2 was alarmed. After o2 calibration had completed, the ventilator rebooted. No patient injury was reported.